Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to a reported shock. Upon review, there was a consistent, low-level signal that was intermittently oversensed. This oversensed signal met detection, and a single shock was delivered and resolved the cause of oversensing. The patient did not recall what she was doing at the time of the episode. The field representative will follow up with clinic. This ICD remains in service. No additional adverse patient effects were reported.